Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).

Event description:
During the index procedure the patient had 1 endeavor sprint drug-eluting stent implanted in the rca. 6 weeks post the index procedure the patient suffered a mild rectal bleed. No intervention was carried out. Issue resolved without treatment. Investigator assessed that the event was not related to the study device.